Manufacturer narrative:
It was reported that the arm rest on the wheelchair was not functioning as intended ("a plastic casing that allows the arm rest to secure to the base of the wheelchair which has snapped"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The customer stated, "a plastic casing that allows the arm rest to secure to the base of the wheelchair which has snapped".